Event description:
It was reported the patient had an infection at their pocket site and their implantable neurostimulator (ins) and leads were explanted. It was stated a culture was taken from the device pocket at the time of explant but the organism was unknown. It was noted the patient had symptoms of redness, drainage and incisional wound opening at their device pocket and lead location. Reportedly, the patient required surgical intervention, intravenous antibiotic treatment and hospitalization. It was stated the date of onset or diagnosis of the infection was unknown. The patient¿s status at the time of report was reported as no injury or adverse event. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).